Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had an MRI or CT scan previously (they couldn¿t remember which one) and it ¿messed up¿ their first device so they had it replaced. The patient clarified that they meant it stopped working. The patient mentioned a manufacturing representative was present at the surgery. No further complications were reported/anticipated.